Event description:
Pt sustained a 3rd degree burn on the thigh under the grounding pad. Pad MFR/dist is deroyal. No info regarding the size or MFR's part number is available. Grounding pad was applied to the pt and then the pt was moved. There is no info about the pt's surgical position (beach chair or lateral). Ground pad was applied to the thigh on the same side as the surgical shoulder site. When the drapes and the pad were removed at the end of surgery the pad was discovered to have a large crease in it. A small circle of a 3rd degree burn was noted and documented by the staff under the creased area. It was reported that the pt was overweight.